Event description:
The clinician reported that the implant was placed and removed on the same day in ada site 10 of patient's mouth, as no torque was noted and primary stability was not achieved. The patient's bone quality was reported to be type iii, infection noted on day of surgery. Another implant was not placed after removal on that day, site bone grafted and will be assessed in 4 months. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that the implant was placed and removed on the same day in ada site 10 of patient's mouth, as no torque was noted and primary stability was not achieved. The patient's bone quality was reported to be type iii, infection noted on day of surgery. Another implant was not placed after removal on that day, site bone grafted and will be assessed in 4 months. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.